Manufacturer narrative:
(B)(4). The customer reported that they were having problems with the on/off switch. We are considering this malfunction based on the customer report. This product has been out of support since december 2006. The response center informed the customer that this unit is out of support. No further investigation is possible.

Event description:
The customer reported that they were having problems with the on/off switch.